Event description:
The customer stated was treated by the paramedics due to a low blood glucose reading of 35 mg/dl. The customer stated, he was not coherent when the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly, the customer also stated he had been a lot more active and had reduced a lot of stress in his life, but he had not adjusted the basal rates for these life changes. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.